Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the calibration and qc information provided, a general reagent issue could be excluded.

Event description:
The customer received questionable free thyroxine (ft4) results for multiple patient samples from the cobas 6000 analyzer serial number (B)(4) after the analyzer switched to a new reagent pack and qc was not performed. When the issue was discovered, the customer performed qc which was not acceptable. The reagent pack was changed, qc was performed and patient samples were retested. Of the data provided, the results for 15 patient samples were discrepant. Refer to the attachment to the medwatch for all patient data. The initial results were reported outside the laboratory. Information concerning any adverse event was requested but was not provided. The reagent pack in question was returned for investigation. No problems were found when comparing measurement results to the reference reagent.

Manufacturer narrative:
This event occurred in (B)(6).